Event description:
Olympus was informed that, "after brushing the scope 6 times, there were traces of blood on the next patient." There was no further detail reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report but no further details were provided. The device referenced in this report was returned to olympus (B)(4) for evaluation. The evaluation found clotted blood traces on the light-guide lens and the insertion tube was emitting odor. The bending section glue was cracked. The instrument channel was leaking with evidence of fluid invasion noted. The switch #1 was intermittent and the elevator flushing port was loose. The exact cause of the user's report could not be conclusively determined. However, improper reprocessing could not be ruled out as a contributory factor. The device referenced in this report had been serviced and returned to the customer. If additional information is received at a later time, this report will be supplemented.